Manufacturer narrative:
The useful life of the freestyle precision neo is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life as of the date of event. No further investigation activities are required. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, the customer experienced dizziness and a loss of consciousness. The customer was able to self-treat with water and contacted a healthcare professional via phone. No medication was prescribed. There was no report of death or permanent impairment associated with this event.